Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an over infusion occurred. Set infusion pump at 110 ml/hr at approximately 4:30 am. At approximately 7:30 am it was noticed that the 1000 ml bag was almost empty. Pump module rate was tested on the carefusion computer - rate was correct. No patient harm after counter drug was given.

Event description:
It was reported that an over infusion occurred. The pump was programmed to infuse an unspecified medication at 110ml/hr at approximately 4:30am. At approximately 7:30am, it was noticed that the 1,000ml bag was almost empty. The physician ordered an intravenous push of an unspecified medication to "counteract". It was then reported that the pump module rate tested and was found to be correct. No further information was provided.

Manufacturer narrative:
Additional info: d.11. The instrument in this report was determined to be concomitant through failure investigation . Please refer to manufacturer report number 2016493-2020-05405, which captured the suspect device.